Event description:
It was reported that the home patient (hp) experienced peritonitis manifested by cloudy peritoneal effluent and abdominal pain coincident with continuous ambulatory peritoneal dialysis (capd) therapy. On the day of the onset of peritonitis, the patient was hospitalized. This event resulted in prolonged hospitalization. The cause of peritonitis was unknown. The patient treatment was not reported. At the time of this report, the patient was still remained hospitalized. The patient was recovering from peritonitis. The capd therapy was ongoing. No additional information is available.

Manufacturer narrative:
(B)(4). It was reported that fourteen days after the onset of peritonitis, the patient was fully recovered and was discharged from the hospital. Should additional relevant information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4).baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. The root cause of the reported issue cannot be determined based on the information available. Should additional relevant information become available, a supplemental report will be submitted.